Manufacturer narrative:
He reported events were lead dislodgement and failure to capture. A complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited loss of capture. Fluoroscopy was performed and revealed a dislodgement of the lv lead. The lv lead was removed and replaced. The patient was in stable condition.